Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and was able to verify and duplicate the reported issue. Stryker replaced the device's system pcb and all four battery pins to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker product analysis center (pac) further evaluated the failed system pcb. The root cause of the reported issue was determined to be due to inoperative y1 on single board computer (sbc).

Event description:
The customer contacted stryker to report their device would unexpectedly power off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device would unexpectedly power off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.